Event description:
It was reported that during the insertion of the anchor into the patient's bone the anchor broke even though a hole was used to initiate the fixation. There was a delay of 40 minutes. No patient injuries were reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.